Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a polarmap catheter was selected for use. However, the packaging of the material was broken and partially opened. The physician decided to replace the device and the issue was resolved. The procedure was completed with no patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.